Manufacturer narrative:
Product ID: 399930, lot# v105810, implanted: (B)(6) 2008, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional review determined that this event was also reported under MFR. Rep. # 3007566237-2013-00196. All future information will be reported under this MFR. Rep., rep. # 3004209178-2013-00520. Additional information received reported that during the procedure good results were seen on 0-3, but impedances were high on 4-7. When the wires were switched around high impedances were seen on 0-3 and 4-7 were normal. It was noted that the patient only used one side of the lead, so the hcp programed the patient using the electrodes on the side where normal readings were seen and the patient was getting good coverage. It was decided not to go the more invasive route of replacing the paddle lead as the patient was getting effective therapy without doing that. It was unknown why only one side of the paddle lead was working.

Event description:
It was reported that after replacing an implantable neurostimulator the impedances where high, from 25000-35000 ohms. The reporter stated that the "tails" were switched and the same results were seen. The reference electrode was changed and normal impedances were seen on electrodes 8-11. The set-up was changed from 1x4, 1x4 to 2x8 and "the same pattern" was seen. The reporter stated that it was a possibility that the "original implanter" may have cut the paddle, so it did not make an electrical connection. It was confirmed that electrodes 8-11 read 1000 ohms, and the patient used this side for therapy with a "simple bipolar pair" so they decided not to replace the lead. It was noted that the entire revision with troubleshooting was approximately three hours. It was reported that the patient was getting "great" therapy.